Manufacturer narrative:
The pump was received with cracked and detached end cap. The pump was received with cracked case at display window corners and battery tube threads, minor scratched lcd window, partially broken reservoir tube lip and belt clip slot. The pump was received with debris under display window. The pump was programmed with correct time and date. The device was monitored for 11 days and no time anomalies were noted.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the device is damaged and the bottom of the device is being held together by a clip. The customer states the device was bumped on the edge of a table and knocked it off the customer's hip, and hitting the floor. The customer's blood glucose level at the time of incident was unknown. The customer states there are also deep scratches on the display. The customer also mentioned time clock anomaly. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.